Event description:
Baxter (B)(4) received a report that an infusor had no flow during priming. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 30 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite an attempt of forced prime. An additional 60 ml was added to the bladder, but no fluid was observed coming out of the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect.